Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and performed ran run-in overnight and was unable to duplicate the stated problem. However, the event log showed that loss of power occurred while running twice around the times of the complaint. Service recommended that the microprocessor board be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump stopped twice during continuous infusion. There were no reported adverse events.